Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) lower display malfunctioned. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional fields: e1(event site state:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) lower display malfunction. Getinge field service engineer (fse) replaced a touch screen(0160-00-0123) and problem solved. Test was completed successfully. Device passed all performance and safety tests according to factory specifications.return machine to customer for clinical use.no patient involvement. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues were found with the image or the touch input. Fat could not confirm the reported failure. Part is not able to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.